Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient felt dizziness, blurry vision, and almost blacked. When he checked his dexcom app and tandem t: slim x2 insulin pump, the egv was 100 mg/dl. He tested his bg through fingerstick, it showed 35 mg/dl. The spouse gave carbohydrate and then drove him to the emergency room (ER). Patient said that no bg test and no treatment was taken at the ER as he slowly felt better after drinking orange juice. Patient was only advised to rest at the ER and was discharged the same day when he's stable and fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.